Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak near the wash tower. No injury was reported. No personnel was exposed to the leakage.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a "shoe" by the sample wheel was not aligned. Fse re-inserted the show and the problem was resolved.